Event description:
It was reported that the user experienced persistent elevated blood glucose while using the ilet and expressed intent to discontinue therapy in favor of manual injections, with a recorded glucose value of 373 mg/dl. Symptoms included hyperglycemia without other reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact reported. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed no confirmed device malfunction or clinical condition identified to explain the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.